Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the onetouch ultramini meter does not turn on. The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. The pt said the issue started on (B) (6) at 12 pm. She said she did not take any action regarding management of diabetes due to the issue and said that three hours after the issue started she felt dizzy, shaky, and had blurry vision. The pt denied any treatment for the symptoms. The pt is on an adjustable insulin regime. According to the troubleshooting performed with customer service, the meter does not turn on when inserting test strips or pressing the power button. There was no misuse of the product. This complaint is being reported because the user alleged that she takes insulin based on a sliding scale, found that the meter did not power on and therefore could not adjust her dose, and suffered symptoms indicative of hypoglycemia.